Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient received "alert 38". Agent verified, instructed restart (battery 60%). The agent performed troubleshooting and educated patient. Alert reoccurred after restart; replacement ilet arranged. The patient educated on need for backup therapy until replacement arrives. Blood glucose not affected. No symptoms experienced during event and no medical intervention required. The ilet pump was replaced accordingly.